Manufacturer narrative:
The tech found the head up valve was sticking. The tech cleaned the head up valve assembly to repair the bed.

Event description:
Info received indicates, the head of the bed is not rising.